Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right atrial (ra) lead revision took place due to a dislodged ra lead. An attempt to reposition the ra lead was not possible as the helix mechanism failed. A new ra lead was implanted. This ra lead will not be returned. No additional adverse patient effects were reported.